Event description:
(B)(4). When I first got the essure everything was fine, but as time went on I started getting horrible period cramps when I was on my menstrual cycle. I even get these pains when it's not that time of the month. The pains are worsening to where they make me hurt so bad I don't even want to get out of bed. The pains are horrible that I change my mood and get angry. I also have night sweats almost every night, I wake up just sweating like crazy. Sometimes, even during the day I get these sweats and it's just getting really annoying. If I would have known all these side effects would happen, I never would have gotten the essure put in.